Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture and corrosion behind the display. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: review of the black box data revealed unexplained records of power on reset on the date of the complaint. On examination, there was visible evidence of moisture behind the display lens. The pump case was noted to be cracked. On investigation, the pump powered on normally. The pump was exercised for 24 hours without issue. Investigation did not duplicate a power issue. Leak testing revealed moisture leakage at the cracks in the pump case. There was evidence of moisture inside the pump on the power circuit, continuous glucose monitoring unit and the battery canister. Investigation confirmed the allege moisture in the pump. Unrelated to the original complaint, the display was noted to be dim/faded/discolored.